Event description:
The recipient reportedly experienced electrode migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The device was reportedly disposed of and will not return for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.